Manufacturer narrative:
The hill-rom technician found the weldment on the adapter was broken off. In the instruction guide for viking xl (7en137106), it states that: before lifting, always make sure that the lifting accessories are not damaged and that the lifting accessory is hanging vertically and can move freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician helped the account order a new adapter and the account wishes to install the adapter themselves to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the top part of the adapter broke off causing the patient to drop slightly down into the wheelchair. The lift was located in room (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).